Event description:
Edwards received a report of a sapien m3 procedure in the mitral position during which paravalvular leak (pvl) was identified at the lateral commissure, lateral p1, and lateral p2 locations. The pvl required placement of two 12 mm avp2 plugs and one 10 mm avp2 plug. Plug placement was successful, and the pvl was reduced to none or trace. It was noted that anatomical factors that may have contributed to the pvl included a large commissure-to-commissure dimension of 47 mm, mid/medial p1 and lateral p2 flail adjacent to mitral annular calcification (mac) and spur.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.